Event description:
It was reported that the device broke in the arthroscope. No significant delay or patient injury reported.

Manufacturer narrative:
The returned multifix s device was not returned for evaluation. A relationship between the device and reported incident cannot be established as the product was not returned. From information provided, reported that the device broke in the arthroscope. No significant delay or patient injury reported. A customer complaint cannot be verified due to the product was not returned for evaluation. Root cause is unable to determined; however the most possible cause may be due to properly align or bend or twist the inserter handle during and after insertion. There are no indications to suggest the device did not meet product specifications upon release into distribution.